Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
This male pt had a surgical procedure (B)(6), and on that day the cvc was inserted for intravenous antibiotics and hydration fluids. It was reported that in the orthopedic ward 5 days post insertion, while the pt was having his catheter dressing tended to, the separation/split of the pigtail was noticed. The catheter was immediately clamped above the separation, then removed from the pt. There was no reported delay, death or complications to the pt as a result of this occurrence.